Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803. H6: codes updated to reflect the new information. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) and patient via a manufacturer representative (rep). It was reported that the patient had been seen by a new urogynecology office and nothing would indicate the fall impacted the device. The office had interrogated the device and not seen any issues. X-ray had not shown any irregularities. The patient's next appointment was scheduled for (B)(6) 2021 and no other information was available at the time of the report.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor therapy. It was reported that the patient has difficulty getting a hold of the representative. Patient fell (B)(6) 2020. They were in the hospital and then rehab center. The patient is having a little bit of back pain where the lead is. Asked when the pain started but they don't remember. Patient is not able to sleep at night. They have to take 1500 mg of bear back and body aspirin every night. Their bladder kicks in every hour to hour and a half all night long. The patient went to the same urologist clinic (B)(6) 2021 and they increased their stim from 3.5 volts to 4.5 volts, but they can't find any difference. The patient wants to get in contact with the representative to find out the next time they are going to be in marquette. Sent a message to the representative.